Event description:
The customer reported that there was an intermittent precharge voltage error. This error will likely prevent the system from booting. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. The system operates as intended.